Event description:
Leg and feel problem, nerves in feet have gone bad, nerve damage, cannot wear shoes [nerve injury], and wobbly and have to walk with a cane [balance disorder]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, form/version unknown 1 application, 1/day beginning in 1976 to present and reported the following: nerve damage, problems with her legs and feet, the nerves in her feet have gone bad, she cannot wear shoes; she is wobbly and needs to use a cane to walk. A physician was visited. The consumer reported she has been tested 3 times for diabetes and she is not a diabetic. Treatment: none reported. The consumer reported she was having an unspecified test on (B)(6) 2014 to try and determine the cause of her symptoms. The outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.